Manufacturer narrative:
It was reported that the tip of a 2.2mm olive wire broke off and was retained in the patient's bone. A backup device was available to successfully complete the case with no additional patient outcomes. The device history records for all possible lots were reviewed and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. The device was not returned to the manufacturer for evaluation. However, photographic evidence was reviewed and indicates that the tip broke off approximately half way through the threading. Based on the information provided, it is likely the olive wire was being subjected to bending stress during use resulting in its breakage. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that the tip of a threaded olive wire broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2020. A backup device was available to successfully complete the case with no additional patient outcomes.